Event description:
The customer reported that the facility remote alarm would not activate when the audible alarm activated on the ventilator. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician reported upon evaluation of the ventilator that the remote alarm connector was broken and loose from the main pcb board. The service technician replaced the main pcb board to correct the reported problem. Performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
(B)(4): printed circuit board (pcb).